Event description:
A nurse reported that while beginning an anterior vitrectomy, the probe would not connect to the system. The surgeon was able to complete the case using a manual vitrectomy scissor, with no harm to the pt.

Manufacturer narrative:
A sample has been rec'd by the MFR, but the analysis has not yet been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).